Event description:
It was reported by a law firm that acusion tee probe may have caused a stricture in a patient espohagus after a tee procedure. Information was requested regarding the possibility the tee probe may not have been rinsed properly after using cidex activated dialdehyde solution.